Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (date not reported) due to pain and redness at the abutment site. The implanted device remains.